Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that excessive condensation was observed on 20 rt380 adult dual heated evaqua2 breathing circuits after two hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The healthcare facility had only returned one mr290v vented autofeed humidification chamber. No physical damage was observed to the returned chamber. None of the complaint rt380 adult dual heated evaqua2 breathing circuits was returned to fph for further investigation. An attempt was made to obtain additional information from the healthcare facility regarding the reported excessive condensation but no response was received from them. Without the actual complaint device or additional information regarding the reported incident, we are unable to determine definitively the root cause of the excessive condensation. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit illustrate the correct set-up and also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." "Check breathing circuits for condensation every 6 hours and drain if required." "The use of breathing circuit/chamber combination not recommended by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user." The fph representative is currently working with the healthcare facility staff to help them with the overall equipment set-up to minimize condensation problems.